Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation the serum continues to clot when using bd vacutainer® cat (clot activator tube) plus blood collection tubes. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that after centrifugation the serum continues to clot when using bd vacutainer® cat (clot activator tube) plus blood collection tubes. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor clot with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor clot with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. However, a review of the verbatim of the complaint reveals that the tubes are being allowed 30 minutes to clot prior to centrifugation when the instructions for use state that serum tubes should be allowed 60 minutes to clot. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.